Event description:
Customer reported a button error alarm after the insulin pump had been on the counter during her shower. The blood glucose reading was 366 mg/dl. Customer had not treated but stated that she would. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump had minor scratched lcd window, case near display window corners, battery tube threads, reservoir tube lip.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.